Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Dealer is stating that right side frame is broken at the rear weld. End user does adjust herself in the chair, and it broke while she was doing that.